Event description:
It was reported via medwatch report (B)(4), that during a right should arthroscopy with tendon repair procedure using an arthroscopic wand, "post-op, when the drapes were removed, the patient had a 6x3cm skin defect (burn) under the areas of the incision." The medwatch also stated "the patient's skin defect has healed."

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The lot number was not provided either so manufacture date and expiration date are unknown. Since the device was not returned for an evaluation, a root cause could not be determined. However, it is possible that the burn occurred as a result of inadvertent contact by the arthroscopic wand which had residual heat from use and/or prolonged activation or the burn may have occurred as a result of the overheated arthroscopy fluid mentioned in the additional details section of the medwatch form. Prior to release, 100% of all arthroscopic wand devices are function tested. Each arthroscopic wand manufactured by sss is inspected and tested prior to being released for distribution. The in-process inspections and tests include verification that each device mates with its compatible hand piece/generator without triggering an error code. The devices are then tested by activating them on maximum power to ensure that the device produces an acceptable electrical arc. A standard visual inspection of all devices is performed for structural defects. Each device is also inspected using a video microscope inspection system. This inspection ensures all devices meet pre-determined visual inspection acceptance criteria; there are no missing electrodes, damaged end plates or cracked porcelain, and the distal tip is free of debris, contamination and damage. Sss's instructions for use (IFU) for reprocessed soft tissue ablators state: ¿reprocessed arthroscopic wands are contraindicated for surgical or arthroscopic procedures where a conductive solution (e.g. Saline, ringer¿s lactate) is not used as an irrigant.¿ ¿do not use the arthroscopic wand or electrode without the tip being completely surrounded by conductive irrigant solution.¿ ¿inappropriate use may result in shock and burn hazards to both patient and physician, or damage to medical equipment.¿ ¿don¿t allow the end of the arthroscopic wand or electrode handle with the cable to come in contact with any fluid.¿ ¿while it is normal to observe bubbling during activation of the electrodes, avoid accumulation of bubbles in the joint area, as this could diminish device performance or result in overheating and possible injury to surrounding tissue.¿ ¿for suction wands, adjust the roller clamp for optimum suction.¿ ¿always ensure adequate flow and circulation of conductive solution to prevent overheating of solution that could result in tissue damage.¿ the reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned